Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 hemodialysis (hd) machine had a burnt main rocker switch. The burnt main rocker switch was noticed during machine repair for the machine being unable to power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The technician replaced the burnt main rocker switch, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The main rocker switch was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. During an onsite investigation, a fresenius (B)(4) technician resolved the reported issue by replacing the burnt power rocker switch. The technician carried out functional tests with satisfactory results and disinfected the equipment; the equipment worked correctly. A serial number search in the complaint handling system found no complaint issues with the same symptom within 90 days of the notified date. The cause of the reported event was traced to component failure.

Manufacturer narrative:
Additional plant investigation information: an investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.